Manufacturer narrative:
Event date: (B)(6) 2018. Implant date: (B)(6) 2018. Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary vessel. A synergy drug-eluting stent was advanced to treat the lesion. However, the stent got dislodged from the delivery system. The physician was then able to advance a smaller balloon, expanding the stent into the target lesion and completed the procedure. There were no patient complications reported and the patient was fine.